Event description:
The customer reported that during operation of the lh780 hematology analyzer, smoke was observed coming from the instrument. The customer powered off the instrument without incident. There were no flames observed. The fire dept was not called to the site. The operator did not week medical attention.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. A field service engineer (fse) was dispatched to the site to evaluate the instrument. On (B)(4) 2009 the fse traced the source of the smoke to burnt components on diluter 2 board. The probe wipe assembly and diluter 2 board were replaced. When the instrument was powered up, there was burning again and troubleshooting began seeking the source of a possible short. The fse returned on (B)(4) 2009 and, after consultation with in-house hardware specialists, determined an updated probe interconnect board was needed. The fse returned on (B)(4) 2009 and replaced the probe wipe interconnect board and associated cable, robe wipe assembly and the diluter 2 board. The system was powered up and observed for over an hour with no issues. The fse verified repair per established procedures and confirmed results met published performance specs. The root cause was determined to be the motor lead wires exiting the probe wipe assembly as they appeared to be cut by the sharpen edges of the motor housing which could lead to a short in the diluter 2 card.